Event description:
Healthcare professional (hcp) reports external blood leak with the psn dialyzer. Blood leak occurred within the first 30 minutes of the dialysis treatment and the hcp reported minimal blood loss (30-50cc). The blood was noted on the floor below the dialyzer and appeared to be coming from above the header on the venous side of the dialyzer. The blood line was securely attached at the time of the incident. The dialysis treatment was discontinued and resumed with new supplies, and continued without incident per the hcp. No pt injury or medical intervention reported.